Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 430 mg/dl and hyperglycemia. Customer reported symptoms of nausea, weakness and frequent urination prior to the hospitalization. Customer stated that she has a history of a urinary tract infection due to diabetes. Customer was treated with insulin, fluids and antibiotics at the hospital. It was noted that the customer was off the insulin pump few days prior to the hospitalization. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.